Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the footrest assembly to resolve the camera switch error 31061. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed the customer reported complaint could not control the camera from the surgeon side console. Visual inspection found that the unit had a dirty bottom cover. The unit was installed into the test system, and it failed with error 31061. The camera pedal was also found to be squeaky when it was pressed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer could not control the camera from the surgeon side console (ssc). Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error 31061. A hard power cycle was performed on the system with no success. The customer decided to swap out the ssc. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed successfully using the second ssc with no injury to the patient.